Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top and bottom cases are in excellent condition. No visible contamination. During the power up process, the reported problem could not be duplicated. The root cause of the issue could not be determined, as no external damage or contamination was found on the board. Replaced main printed circuit board as a preventive measure. Performed power up process and device passed all the functional testing.

Event description:
It was reported that the screen was black when you turn it on current. No patient injury was reported.